Manufacturer narrative:
Consumer reported that the time of loss in relation to restoration was before prosthetic restoration, the consumer also reported that primary stability was not achieved & that osseointegration was not achieved. Consumer reported that this implant dropped on the floor consumer also reported that this is a tooth type 2.

Event description:
Consumer reported that the time of loss in relation to restoration was before prosthetic restoration, the consumer also reported that primary stability was not achieved & that osseointegration was not achieved. Consumer reported that this implant dropped on the floor consumer also reported that this is a tooth type 2.